Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported by patient that their chiropractor may have compromised their lead as symptoms began after. The patient stated it "knocked" the wind out of them and they have been feeling short of breath, dizzy, and challenged. The patient stated that their physician took x-rays and is not sure but the short lead may be disconnected. The patient also mentioned that their blood pressure is going down. The patient was scheduled for a replacement. Both, the atrial lead and right ventricular (rv) lead have been replaced. No further patient complications have been reported as a result of this event.